Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the ins flipped a little but did not flip over. This was discovered by the healthcare professional (hcp) at the last appointment. It was also noted that at the ins site they sometimes feel a twinge. The patient sometimes has pain down there, there are 4 things that could be related to and the patient wants to know if the ins could be one of them. The patient has fallen so many times they couldn't put a date on it, but knows atleast 5 times they fell and hit the butt area where the ins was, one time they slipped in the shower and hit the butt area hard. The patient has a doctor appointment set up for (B)(6). No further complications were reported as a result of this event.